Event description:
Account reported that the brakes were not working, no injury reported.

Manufacturer narrative:
Technician found the bed in repair shop. Found casters were worn out. Replaced all four casters to resolve this issue.